Event description:
Reportedly, on (B)(6) 2024, on screw issue occurred at implantation on atrial connector. It was impossible to push the lead to the bottom of connector. Physician had to unscrew 2 times before being able to place the lead connector. Than after screwing, 3 times impedance lead was displayed >3000 ohms. At the 4th trial, lead impedance was ok. An x-ray revealed a dislodgement of the atrial lead. On 5 march, a reintervention was performed to reposition the lead. The atrial lead impedance was > 3000ohms. A re-reintervention was performed, the lead was checked with a correct impedance with psa, but after new difficulty to place it, the atrial lead was replaced. A "bubble" was noticed on the device around the connection.

Manufacturer narrative:
Review of the production records revealed the device was manufactured and released according to applicable standard operating procedures. - review of the data of the last follow up on 05 march 2024 didn¿t reveal any anomaly. - as the device is not available for expertise, no further analysis of the device can be performed - the root cause of the reported event could not be determined. - close follow up should be performed according to the manual - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, on screw issue occurred at implantation on atrial connector. It was impossible to push the lead to the bottom of connector. Physician had to unscrew 2 times before being able to place the lead connector. Than after screwing, 3 times impedance lead was displayed >3000 ohms. At the 4th trial, lead impedance was ok. An x-ray revealed a dislodgement of the atrial lead. On (B)(6), a reintervention was performed to reposition the lead. The atrial lead impedance was > 3000ohms. A re-reintervention was performed, the lead was checked with a correct impedance with psa, but after new difficulty to place it, the atrial lead was replaced. A "bubble" was noticed on the device around the connection.

Manufacturer narrative:
Correction of the fu1 : g3. Date received by manufacturer corrected to 24 may 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of manufacturing records revealed that the device and the lead were manufactured and released according following all applicable procedures.

Event description:
Reportedly, on (B)(6) 2024, on screw issue occurred at implantation on atrial connector. It was impossible to push the lead to the bottom of connector. Physician had to unscrew 2 times before being able to place the lead connector. Than after screwing, 3 times impedance lead was displayed >3000 ohms. At the 4th trial, lead impedance was ok. An x-ray revealed a dislodgement of the atrial lead. On 5 march, a reintervention was performed to reposition the lead. The atrial lead impedance was > 3000ohms. A re-reintervention was performed, the lead was checked with a correct impedance with psa, but after new difficulty to place it, the atrial lead was replaced. A "bubble" was noticed on the device around the connection.